Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported their therapy was working fine, then suddenly they were going all night long, every hour on the hour. The caller also reported the ins was moving, flipping in circles and that was bothering them too. Caller made an appointment with their doctor and the doctor's assistant confirmed the ins was not working, they filled out the paperwork for replacement, but it was rejected per compensation. The patient was still working toward replacing the system. The caller reported a sudden loss of therapy and they were seeking replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. No new information